Event description:
A customer reported obtaining erroneously high red blood cells (rbc), hemoglobin (hgb) and hematocrit (hct) results on a unicel dxh 800 coulter cellular analysis system without an instrument generated flag. No erroneous results were reported out of the laboratory. The erroneous results were discovered because of the delta check from the lis system. The same specimen was rerun of the same instrument and then ran as undiluted and diluted specimen on a second dxh 800 instrument. These runs recovered lower rbc, hgb and hct results which were considered correct. No death, injury or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
Specimen collection and storage information were not provided. The instrument was currently within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before the event and recovered within assay limits. The field service engineer (fse) was dispatched for the event. The fse removed and cleaned the blood sample valve (bsv) and its components. The fse verified the hgb lamp alignment. The root cause is unknown. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results.